Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a patient needed an MRI for her back that was unrelated to the device. The patient had not charged up her device in 4 months since it had not helped with her symptoms. The patient reported that her implant had never worked for her. She experienced shocking, so she decided to turn her implant off. The patient had tried reprogramming, but the device still does not work well for the patient. The patient was unable to charge her implantable neurostimulator and was seeing the reposition antenna screen on the implantable neurological stimulator recharger. Additional information has been requested regarding actions/interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.